Event description:
Information was received, from a consumer via a manufacturer¿s representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urinary dysfunction (incontinence, urgency, and/or frequency). It was reported, that patient was scheduled to get a battery replacement, as it was reading ¿low¿. Day of surgery, doctor wanted me to check impedances to be sure everything was ok, since he doesn¿t do lead placements, only battery replacements. Found every electrode pair was out of range above 4000. No other stimulation issues reported. Cause was not determined. And no troubleshooting was performed. Doctor canceled surgery, so she can be scheduled for a full replacement. Impedances in february 2024, were shown to be normal, per doctors clinic notes. Patient denies falling, but did mention, they had hip surgery after the february visit. And before yesterdays, attempted battery replacement. The issue was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.